Event description:
It was reported by repair work order that there was a cot drop. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that there was a cot drop. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After completion of the investigation, the cause for the cot drop event could be attributed to the user not verifying that the base was locked before removing the loading wheels from the patient compartment. The issue was resolved by the field service representative evaluating the unit and verifying the unit was performing to specification.